Manufacturer narrative:
The alarm history contained multiple errors for "sample probe, abnormal aspiration", which is consistent with poor pre-analytical handling. A field service engineer (fse) determined that the sipper nozzle was clogged and there was fluid buildup in the tubing from the sample valve into the system, and small deposits of oily smudge-like substance in the dilution vessel. These issues are consistent with sample quality. The fse decontaminated the waste flow path and replaced the sipper, vacuum nozzle, and the sample valve. For verification, calibration, and qc were completed successfully, as well as a precision check. The investigation determined that the problem was found to be a hardware issue, likely caused by sample quality issues at the site. The service actions resolved the issue.

Manufacturer narrative:
The sodium electrode lot number is env45, and the expiration date is 19-jul-2026. The chloride electrode lot number is dxj93, and the expiration date is 23-jun-2026. The potassium electrode lot number is eyl10, and the expiration date is 30-aug-2026. A field service engineer (fse) decontaminated the waste flow path and replaced the sipper, vacuum nozzle, and the sample valve. For verification, calibration, and qc were completed successfully, as well as a precision check. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode, chloride electrode, and potassium electrode results from the cobas pro ise analytical unit for approximately 200 patients. The following are examples of discrepant results for four patient samples: patient 1's initial sodium result was 159 mmol/l, and the repeat result was 137 mmol/l. Patient 2's initial sodium result was 147 mmol/l, and the repeat result was 136 mmol/l. Patient 3's initial sodium result was 149 mmol/l, and the repeat result was 137 mmol/l. The initial chloride result was 112 mmol/l, and the repeat result was 101 mmol/l. Patient 4's initial potassium result was 3.9 mmol/l, and the repeat result was 4.9 mmol/l. The samples were repeated because of a failed delta check in the middleware. The repeat results were deemed to be correct.